Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited high pacing impedance and a failure to capture. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were confirmed. A complete lead was returned in one piece. X-ray examination found the inner coil was broken/separated at the proximal region of the lead. Scanning electron microscope image confirmed all the inner coil filars were fractured due to fatigue fracture. Unable to perform impedance test due to condition of lead as received. The cause of the reported events was due to the fractured inner coil.